Event description:
The customer reported the sys displayed a collimator iris potentiometer error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and repaired the collimator iris feedback line in the high voltage cable. The sys operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.